Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that they still had the issue of the implant not working after the x-ray. It was implanted for bladder, but quit working.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient's therapy quit working about a week ago. Additionally, the patient reported that they had a fall about one month prior to the call where the patient landed on their butt left side. The caller also reported that since implant when the patient goes through security screeners it causes the patient to feel painful stimulation. The patient was advised to follow-up with an healthcare provider (hcp) to have the ins and leads checked and the patient was sent a list of nearby hcps. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.